Event description:
Boston scientific received information that the right atrial (ra) lead displayed pacing impedance measurements greater than 2,000 ohms. A revision procedure was performed and the ra lead and device were explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.